Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged two days post implant. A revision procedure was performed and the lead was repositioned and then was subsequently explanted and replaced the next day. No additional adverse patient effects were reported.